Event description:
It was reported that the patient implanted with heartware pump on (B)(6)2013. He was admitted with low flows alarms and workup revealed very little flow thru the pump. The decision was made to proceed with pump replacement. In the operating room the surgeon identified a profound kink in the outflow graft. Pump was surgically replaced.